Manufacturer narrative:
(B)(4). Date sent; 1/14/2026. Additional information received: procedure date: (B)(6) 2019. The patient, a 52-year-old female underwent a robotic paraesophageal hernia repair with hiatal reconstruction and placement of a size 15 linx device. The procedure was performed under general anesthesia with local anesthesia. During the operation, the initial posterior hiatal closure created an acute angle at the gastroesophageal junction, so the surgeon adjusted this by removing one posterior suture and completing part of the closure anteriorly. Once the anatomy was corrected, the linx was repeatedly sized and successfully placed, remaining intact under tension. Estimated blood loss was minimal (ic ml). A hernia sac specimen was removed and sent to pathology. There were no complications noted an no malfunction occurred with the product; the only issue was anatomical and was resolved during the procedure. The patient tolerated the operation well and was taken to the pacu in stable condition. The patient had a linx device implanted in (B)(6) 2019, as documented in the clinical history, and the device was explanted on (B)(6) 2025, based on the pathology collection date. While the device was implanted, the patient experienced several medical issues specifically listed in the record, including a recurrent hiatal hernia, gastritis, gerd without esophagitis, and a misplaced linx device. Additional information was received from the op notes: procedure date: (B)(6) 2025 the patient, a 58-year-old female, previously received a linx device in 2019 for gerd and hiatal hernia. Over time, she developed recurrent hiatal hernia, gastritis, gerd symptoms, and a misplaced linx device, which led to the need for surgical removal. On (B)(6) 2025, surgeons explanted the device and removed two hiatal hernia sacs, with pathology later confirming benign adipose and fibroconnective tissue, along with a benign lymph node, and identifying the retrieved linx device on gross inspection. The device itself did not appear to suffer mechanical failure. Its removal was necessary due to malposition and the patient¿s worsening anatomy related symptoms. These issues occurred because the recurrent hernia and improper device positioning compromised the functional relationship between the esophagus and diaphragm. The problem with the product occurred not because it broke, but because it no longer sat in an anatomically correct location. The surgical removal and excision of the hernia sacs resolved the issue. The record does not note complications during surgery, and estimated blood loss was minimal. The recurrent hernia and altered anatomy caused the patient¿s symptoms, but the pathology and operative documentation provided do not report any visceral trauma or bleeding. The patient¿s medical issues while implanted included recurrent hiatal hernia, gastritis, gerd without esophagitis, and symptoms attributable to the misplaced device. Before and during implantation, she experienced reflux related symptoms, recurrent hernia symptoms, and inflammation associated with gastritis. Pathology was the only test documented, showing benign tissue and confirming device retrieval, with no mention of additional diagnostic studies. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: discontinuous device. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point.

Event description:
Received notice of litigation from counsel for patient with history of reflux, tobacco abuse, and hiatal hernia. Medical records provided state that after failing medical therapy, patient underwent comprehensive workup and was deemed a surgical candidate. Patient underwent laparoscopic hiatal hernia repair with 15 bead linx implanted on (B)(6) 2019. Medical records provided indicate patient initially experienced some dysphagia and nausea and underwent dilation a few months after implant. Patient was found to have a ¿possible misplaced linx device¿ during imaging in 2025 undertaken to investigate complaints of difficulty swallowing. An upper endoscopy completed five weeks prior to linx removal indicated acute gastritis characterized by congestion and recurrent 4cm hiatal hernia. Pt then underwent a robotic assisted linx explantation, takedown of recurrent hernia, and fundoplication on (B)(6) 2025. Upper gi completed on po day 2 indicated no leak and patient was discharged recovering well.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2025. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 24451, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.